Event description:
It was reported that there was a gradual rise in right ventricular (rv) lead impedance and capture threshold. A fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. However, the defibrillation conductor was distorted, several conductors were distorted and stretched, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.